Event description:
It was reported that the pt experienced an overdose following catheter and pump replacement. The pt was "oversedated/unresponsive"; the pt status was "undetermined". A system contents removal procedure was performed; the 25mg/ml concentration was removed from the pump and catheter. The hcp then filled the pump with 5mg/ml concentration and the pump was delivering .3mg/day. The hcp was waiting to see how the pt responded to the change. Final pt outcome was unk. See also manufacturer's report #: 6000030200803130.

Manufacturer narrative:
See scanned page.